Manufacturer narrative:
The sensor was not returned for evaluation; however, the customer reported that the sensor was checked/rotated every 12 hours. Per the product's directions for use (dfu): "the sensor must be removed and the site inspected at least every eight (8) hours or sooner, and, if indicated by circulatory condition or skin integrity, reapplied to a different monitoring site."

Event description:
It was reported that the patient was burned by a sensor. It was noted that the sensor was checked/rotated every 12 hours. A posey pulse oximeter wrap was also utilized to secure the sensor. Vaseline and gauze dressing was put on the wound. As of (B)(6) 2016, the patient was reported to be still healing.